Manufacturer narrative:
(B)(4).

Event description:
The customer stated the base unit was not charging the meters properly and the left charging pin appeared to be charred or corroded. No melting was observed. Replacement base unit was sent. There was no adverse event. The investigation of the returned base unit found the contacts had oxidation caused by a foreign fluid. No signs of smoking were noted and the base unit functioned properly. The customer's allegation was not confirmed.